Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2012 and topical skin adhesive was used. The patient returned on (B)(6) 2012 with an infection. Patient was placed on bactrim. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.